Event description:
It was reported that patient received inappropriate atp therapy for svt. The device will be reprogrammed at next patient follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.